Event description:
Pt reported obtaining a blood glucose result of "hi" (> 600 mg/dl) while using the suspect product. Pt indicated that she immediately opened a different vial of test strips and retested blood glucose with a result of 98 mg/dl. Pt noted that blood glucose results are consistently < 200 mg/dl. Pt indicated that therapy was not modified based on these results. Quality control testing had not been performed on the suspect product. At the time of the report, pt no longer had the tests strips that produced the value of "hi." The suspect product was not returned to the manufacturer for evaluation.